Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a report about coring. According to customer report, they contacted symbio, the drug manufacturer, regarding coring when using solus, drug manufacture replied that they have received multiple investigate requests regarding coring during thoraxine preparation. The first report has been addressed and there was indeed coring, they have received 2 more vials and are going to start verification.